Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high troponin t hs results for one patient and suspected interference. No units of measure were provided. On (B)(6) 2017, the patient's troponin results were 0.081, 0.085, and 0.083. On (B)(6) 2017, the troponin result was 0.081. On (B)(6) 2018, the patient came to the hospital with chest pain and the troponin t hs result was high. No specific result was provided. The result was reported outside of the laboratory and the physician asked for further investigation. An MRI, CT, and catheterization were performed on the patient and were all negative. There was no allegation of an adverse event. On (B)(6) 2018, the troponin result was 0.064. The customer used cobas 8000 e 602 module serial number (B)(4).

Manufacturer narrative:
Samples from the patient were submitted for investigation and the customer's results were confirmed. A general reagent issue could not be identified.

Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor caused by a high molecular weight compound, presumably igm was found. This interference is documented in product labeling for the assay.